Event description:
Reference number (B)(4). Event occurred in netherlands on 03-july-2024, it was reported by the patient that every day cannula has to change due to hard drives and he was treated by antibiotics for that. Some hard spots of the injection sites. No further information was available.